Manufacturer narrative:
Date of event: (B)(6) 2021 as the event date was not reported. Initial reporter address: (B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 7 atmospheres. The procedure was completed with another of the same device. No patient complications were reported.